Event description:
Heparin infusion was due to be restarted during shift change (after a pause due to elevated ptt (partial thromboplastin time)). At 19:30 infusion was restarted with night rn at mar and day rn at pump; rate/dose/line verified. At around 21:30 blood noted to be backing up in IV line and it was noticed that the blue key clamp on the IV tubing above the pump was clamped in off position (not inside keyhole). The baxter pump had made no alarms and appeared to be infusing without issue over the past ~ 2 hours. Charge rn bedside to help troubleshoot. Unclear if medication was infusing at correct rate being 'pulled' past the clamp. Due to lack of alarm when it appears that the tubing was clamped, device taken out of service. Discussed with md. Patients ptt at 23:30 same as ptt from 18:30. Manufacturer response for IV infusion pump, spectrum iq IV pump). They have issued a class 1 recall and advised staff to be educated as the intervention. This has been ineffective at preventing events within our institution and patients are still at risk. Baxter has no further plans to address the current state of the pumps functioning like this.